Manufacturer narrative:
The serial number of the customer's cobas c 503 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable cobas integra cholesterol gen. 2 (chol2) result from one patient sample tested on the cobas c 503 analytical unit. The initial result was not reported outside of the laboratory as the reporter noticed it did not appear to be correct prompting the rerun of the patient sample. The initial result from the analyzer was 26 mg/dl. The first repeat result from the analyzer was 205 mg/dl. The second repeat result from the other analyzer was 202 mg/dl. This repeat result was deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the alarm trace. The alarm trace had "abnormal aspiration (sample pipetter s1)" and "abnormal liquid level (s2)" alarms. The field service engineer (fse) inspected the analyzer and determined the event was caused by the sample probe that was out of adjustment. The fse performed sample probe adjustments for proper alignment. The customer performed calibrations and qcs with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.